Manufacturer narrative:
Device evaluation: lens returned in a mico-centrifuge vial; dry with residue/debris on product. Visual inspection found no visible damage to lens and residue and debris on lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.50/+3.0/086 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2020 but the problem was not resolved and the lens was explanted. The lens was exchanged for another same model/length but different axis lens and the problem was resolved.